Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned that they had a urinary tract infection (uti). As a result of what was reported, they were advised to inform their healthcare provider (hcp). The next day, patient said they were still having issues with uti and they also mentioned a yeast infection as well. They were advised to reach out to their hcp before the appointment. On (B)(6) 2018, patient said they were still having uti and yeast infection symptoms. They have an appointment with their hcp on (B)(6) 2018 to have their leads removed. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the patient was treated empirically; no definitive lab results showed a urinary tract infection (uti). No further patient complications have been reported as a result of this event.